Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). Additional information: imdrf annex a, b and g codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the bag of magnesium was set to infuse over 4 hours. The pump module infused 100 ml in 10 minutes. There was patient involvement but no harm.

Event description:
It was reported that the bag of magnesium was set to infuse over 4 hours. The pump module infused 100 ml in 10 minutes. There was patient involvement but no harm. It was then reported that the customer's third party servicer completed its investigation on this equipment incident. The units passed all functional tests and the reported event was unable to be duplicated.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported that the bag of magnesium was set to infuse over 4 hours. The pump module infused 100 ml in 10 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.